Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The deivce was returned to zoll medical corporation. The customer's report was not observed during evaluation. The device was put through to extensive testing including on/off current testing, bench hanlding, power cycling, battery installation tests and functional stress testing without duplicating the report. The device was recertified and returned to the customer. The batteries used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.